Event description:
It was reported that the system 9600+ intermittently failed to initialize. Also the system reported a footswitch error. There was no adverse patient involvement reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The auxilliary interface circuit board was found defective and replaced. The system was tested and found to be working as intended and placed back into service.